Event description:
It was reported that boston scientific technical services were contacted to evaluate a out of range, rising trend in the shock impedance (>125ohms) from this right ventricular (rv) lead. Technical services recommended performing in-clinic isometrics and maneuvers to exclude rv lead impairment. Programming recommendations were also provided. The physician elected to reprogram the alerts to a higher value and continue with normal follow ups. The system remains implanted and in service. The patient was stable with no adverse consequences.

Event description:
It was reported that boston scientific technical services were contacted to evaluate a out of range, rising trend in the shock impedance (>125ohms) from the right ventricular (rv) lead. Technical services recommended performing in-clinic isometrics and maneuvers to exclude rv lead impairment. Programming recommendations were also provided. The physician elected to reprogram the alerts to a higher value and continue with normal follow ups. Recently, a remote device data review indicated that the shock impedance from the rv lead (>200 ohms). The patient was brought in-clinic to perform a commanded 1.1 joule shock test to evaluate the true measured shock impedance. The 1.1 joule shock showed no change in the measured impedance, so the physician elected to perform a 41 joule shock test. During the 41 joule test, the device exhibited a delayed charge time of 45 seconds before converting the induced arrhythmia. The physician noted that a code 1005, indicative of an open circuit condition. The physician elected to surgically cap and abandon the rv lead and explant the implantable device. A new rv lead and device were implanted to resolve the event and the patient was stable. The explanted device is suspected to be returned for analysis, but has not yet been received. The rv lead remains implanted, but capped and out-of-service.